Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that solution was observed under the home choice (hc) after use. The home patient (hp) indicated they did not observed any of the supplies leaking or to be wet. The hp stated they had completed the therapy. There was nothing found during troubleshooting that would cause or contribute to the leak. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.